Event description:
It was reported there was a lead warning at device interrogation. The lead had undefined (high) impedance, noted as >9999 ohms. This continued when reprogrammed to unipolar, and decreased to 658 ohms when programmed back to bipolar. It was also reported there were some pauses. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.